Manufacturer narrative:
Concomitant medical products: product ID 8731, serial# (B)(4), implanted: (B)(6) 2004. Product type: catheter. (B)(4).

Event description:
It was reported that the patient was due for a refill and thus was in the healthcare provider (hcp) office on the date of report, and the pump was alarming. The pump logs subsequently showed that a motor stall occurred that same morning at 9:13 with no previous stalls or issues noted in the logs. No motor stall recovery had been recorded. There were no therapy or medical issues for the patient. The reporter denied the presence of any known electromagnetic interference which could have caused the stall. It was noted that the patient planned to have the pump replaced, as the eri was in six months, thus the surgery was most likely to be moved up. It was also possible the pump would be programmed to a minimum rate until replacement, and would be supplemented with oral medications. The pump was used to deliver morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the cause of the event was motor stall (B)(6) 2013 9:14 am to (B)(6) 2013 20:44, 35.30 hours, the cause of the motor stall was unknown, there was no alarm (which does not align with the previously reported alarm). It was also noted there was "battery depletion." The device was replaced "due to failure (B)(6) 2013. It was noted that an MRI (magnetic resonance imaging) was attempted on (B)(6) 2013 and was "unable to complete," but the reason was not reported. A second MRI was done (B)(6) 2013 and the results were "unknown." The symptoms associated with the event were reported as loss of efficacy with nausea, vomiting, dehydration, tremors, chills, fever. The patient required hospitalization, an ER (emergency room) visit for treatment of dehydration; it was not noted if the patient was admitted to the hospital. It was noted that pump did not restart during visit, rate decreased to minimum and oral adjunctive pain therapy began. Eri (elective replacement interval) was listed as 5 months.